Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 16-jun-2025. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigating correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: before use, verify that the irrigation ports are patent by infusing heparinized normal saline through the catheter and the irrigation tubing. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool smarttouch sf catheter and an irrigation issue occurred which was not noted before the device was used on the patient. Occlusion/ no irrigation. During the procedure, device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 30-may-2025. This issue was not noted before the device was used on the patient. No error noted from the irrigation pump. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of the ablation. This event was originally considered non-reportable, however, bwi became aware on 30-may-2025 that the irrigation issue was not noted before the device was used on patient and have reassessed the event as reportable. The awareness date for this record is 30-may-2025.